Event description:
The pt was implanted with a left ventricular assist device. After approximately 3 years on the device, the pt was found dead at home, presumably having fallen asleep while on the battery support. The hospital believes that the reason the pt expired was that the batteries were depleted while the pt was asleep and the pump stopped.

Manufacturer narrative:
The manufacturer is attempting to acquire the explanted device for further eval. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.